Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. The patient was placed on an oral anticoagulant (oac) medication regimen. The patient was discharged. At the 45-day routine follow up, imaging revealed a potential device related thrombus (drt). The physicians recommended the patient continue on oac. No further interventions were reported. It was further clarified that the implanted device was a 31mm watchman flx closure device, and the drt was found at the routine one year follow up. It was further reported that the post-implant oac regimen was xarelto 20mg, aspirin for 45 days, and plavix. The medication regimen was not followed. Drt was identified using transesophageal echocardiography (tee) and computed tomography (CT) imaging. The drt was located near the threaded insert of the closure device and laminar in nature. The physicians could not rule out drt, yet it looked like hypo attenuated thickening (hat).

Manufacturer narrative:
B3: event date corrected. B5: information added. B6: information added. D6a: date added.

Manufacturer narrative:
B3: boston scientific aware date used for event date, as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. The patient was placed on an oral anticoagulant (oac) medication regimen. The patient was discharged. At the 45-day routine follow up, imaging revealed a potential device related thrombus (drt). The physicians recommended the patient continue on oac. No further interventions were reported.